Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of damaged catheter was confirmed. The product returned for evaluation was one 5fr dl groshong catheter. The damage observed in the returned sample was characteristic of over-pressurization (burst) damage. This can occur through the use of syringes smaller than 10ml, by flushing against an occlusion, or due to excessive force applied during infusion procedures. The returned product sample was evaluated and a split was observed on the catheter tubing at the distal end of the molded joint. This catheter damage was typical of a burst, and the characteristics observed which supported this type of failure included: 'c' shaped split; granular fracture surface texture (typical of tearing failure modes) an examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. H3 other text: evaluation findings are in section h11.

Event description:
It was reported that it was inserted on (B)(6) however yesterday the ward staff noticed a split in the line. It is just below the white butterfly hub. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not received.

Event description:
It was reported that it was inserted 29/10 however yesterday the ward staff noticed a split in the line. It is just below the white butterfly hub. No other information was provided.